Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub collar separation through corrective and preventive actions (CAPA)1277214.

Event description:
It was reported that during use safety shield failure occurred on the bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported that the plastic is separating from the needle. Several of the straight needles have had safety devices that malfunctioned. Customer states that they store in the original boxes and there have been no injuries due to this issue.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use safety shield failure occurred on the bd vacutainer(r) eclipse" blood collection needle. The following information was provided by the initial reporter: it was reported that the plastic is separating from the needle. Several of the straight needles have had safety devices that malfunctioned. Customer states that they store in the original boxes and there have been no injuries due to this issue.